Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. The iesu was tested on system and presented a c33 on startup. Additionally, a review of the generator log shows mb0 and c00.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer had issues with firing energy on the erbe generator. The intuitive surgical, inc. (Isi) technical service engineer had the customer hard power cycle the erbe and system, but the erbe then powered on with an error c00 and c33. The customer hard power cycled again but the issue remained. The procedure was completed with no reported injury. Isi contacted the customer and obtained the following information: the customer confirmed that the arm was not disabled or discontinued to be used, the case was completed with all four arms. The issue did not result in any patient harm.

Manufacturer narrative:
The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.